Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. At 24-72 hours post op, the patient experienced skin irritation. The patient had pain and there was visible redness. The patient was treated with keflex successfully. Additional information has been requested.